Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient suddenly stopped hearing two months ago. No trauma has been reported, no swelling or redness.

Manufacturer narrative:
Based on the received information from the field, a technical failure cannot be neither ruled out nor confirmed. To determine an exact root cause for the reported problem, an investigation on the explanted device would be necessary. Despite several requests no further information has been received.

Event description:
The patient suddenly stopped hearing two months ago. No trauma has been reported, no swelling or redness.